Manufacturer narrative:
Additional information: (event site name & event site state - (B)(6)). At this time, the customer has requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp, and getinge field service engineer (fse) was removed and reconnected the cable from display to video receiver board. Checked and found display unit working satisfactorily, dispatched to the customer's site to performed a functional and safety checks to meet factory specifications. Unit passed all calibration and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) display flickered intermittently. The event was caused by user error. There was no patient involvement, and no adverse event reported.